Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During testing, the investigator identified the device had foreign material coming from the air/water nozzle. There was no patient involvement.